Event description:
During product service by a service technician, a flogard infusion pump presented an f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. A review of the alarm log revealed alarm f-66. The alarm occurred again during the power on self-test. The cause of the f-66 alarm was determined to be an inoperative sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.